Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), genital haemorrhage ('abnormal bleeding (general)') and neoplasm malignant ('tumor/ teratoma /cancer') in an adult female patient who had essure (batch no. 832164-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included morbid obesity, eczema, pelvic mass, ovarian mass, pelvic cyst and hemorrhage. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/lower abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal conditions") and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/(loss specify which one)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem") and abdominal pain lower ("lower abdomen pain") and was found to have neoplasm malignant (seriousness criterion medically significant), neoplasm ("tumor/ teratoma /cancer/ massive tumors had grown") and teratoma ("tumor/ teratoma /cancer"). The patient was treated with surgery (on (B)(6) 2018 salpingectomy(unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage and abdominal pain lower had resolved and the neoplasm malignant, neoplasm, weight increased, gastrointestinal disorder, nausea, cystitis, urinary tract infection, vaginal infection, migraine and teratoma outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date of communication: (B)(6) 2018. Current weight: 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, dysmenorrhea, vaginal bleeding, nausea. Most recent follow-up information incorporated above includes: on (B)(6) 2019: ¿update of information (batch is not valid).¿ no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus was perforated'), pelvic pain ('pelvic pain female') and abscess ('abscess') in an adult female patient who had essure (batch no. 832164-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, eczema, pelvic mass, ovarian mass, pelvic cyst and hemorrhage (nos). Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("abdominal pain/lower abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal conditions") and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/(loss specify which one)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have teratoma ("tumor/ teratoma /cancer"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abscess (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdomen pain") and was found to have neoplasm malignant ("tumor/ teratoma /cancer") and neoplasm progression ("tumor/ teratoma /cancer/ massive tumors had grown"). The patient was treated with surgery (left salpingo-oophorectomy and on (B)(6) 2018 salpingectomy(unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abscess, neoplasm malignant, neoplasm progression, weight increased, gastrointestinal disorder, nausea, cystitis, urinary tract infection, vaginal infection, migraine and teratoma outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage and the last episode of abdominal pain lower had resolved. The reporter considered abscess, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, neoplasm malignant, neoplasm progression, pelvic pain, teratoma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: date of communication: apr2018. Current weight: 222 lbs. Removal date: date: (B)(6) 2018 (as per mr) (discrepancy). No. Of proximal coils: left cornua-4, right cornua- 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on 04-may-2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, dysmenorrhea, vaginal bleeding, nausea. Lot number (832164) is not valid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jun-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus was perforated'), pelvic pain ('pelvic pain female') and abscess ('abscess') in an adult female patient who had essure (batch no. 832164-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, eczema, pelvic mass, ovarian mass, pelvic cyst and hemorrhage (nos). Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("abdominal pain/lower abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia"), heavy menstrual bleeding ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal conditions") and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/(loss specify which one)"). In (B)(6) 2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have teratoma ("tumor/ teratoma /cancer"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abscess (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdomen pain") and was found to have neoplasm malignant ("tumor/ teratoma /cancer") and neoplasm progression ("tumor/ teratoma /cancer/ massive tumors had grown"). The patient was treated with surgery (left salpingo-oophorectomy and on (B)(6) 2018 salpingectomy(unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, abscess, neoplasm malignant, neoplasm progression, weight increased, gastrointestinal disorder, nausea, cystitis, urinary tract infection, vaginal infection, migraine and teratoma outcome was unknown and the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage and the last episode of abdominal pain lower had resolved. The reporter considered abscess, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, heavy menstrual bleeding, migraine, nausea, neoplasm malignant, neoplasm progression, pelvic pain, teratoma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: date of communication: (B)(6) 2018 current weight: 222 lbs. Removal date: date: (B)(6) 2018 (as per mr) (discrepancy). No. Of proximal coils: left cornua-4, right cornua- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, dysmenorrhea, vaginal bleeding, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 3-jun-2021: mr received: event uterine perforation added. Reporter information and rcc note added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and abscess ('abscess') in an adult female patient who had essure (batch no. 832164-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included obesity, eczema, pelvic mass, ovarian mass, pelvic cyst and hemorrhage (nos). Concomitant products included medroxyprogesterone acetate (depo-provera). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("abdominal pain/lower abdominal pain"), dysmenorrhoea ("dysmennorhea(cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines/headaches"). On (B)(6)2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal conditions") and nausea ("nausea"). In (B)(6)2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/(loss specify which one)"). In (B)(6)2012, the patient experienced bladder disorder ("bladder problem") and urinary tract disorder ("urinary tract problem"). In (B)(6) 2012, the patient experienced genital haemorrhage ("abnormal bleeding (general)") and was found to have teratoma ("tumor/ teratoma /cancer"). On an unknown date, the patient experienced abscess (seriousness criteria medically significant and intervention required) and the second episode of abdominal pain lower ("lower abdomen pain") and was found to have neoplasm malignant ("tumor/ teratoma /cancer") and neoplasm progression ("tumor/ teratoma /cancer/ massive tumors had grown"). The patient was treated with surgery (on (B)(6)-2018 salpingectomy(unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage and the last episode of abdominal pain lower had resolved and the abscess, neoplasm malignant, neoplasm progression, weight increased, gastrointestinal disorder, nausea, cystitis, urinary tract infection, vaginal infection, migraine and teratoma outcome was unknown. The reporter considered abscess, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, neoplasm malignant, neoplasm progression, pelvic pain, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: date of communication: (B)(6)2018. Current weight: 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, dysmenorrhea, vaginal bleeding, nausea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Event "abscess" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal discharge ("vaginal discharge"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem"), gastrointestinal disorder ("gastrointestinal conditions") and nausea ("nausea") and was found to have neoplasm ("tumor") and weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2018 salpingectomy(unilateral) and oophorectomy (unilateral)). At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, bladder disorder and urinary tract disorder had resolved and the neoplasm, weight increased, gastrointestinal disorder and nausea outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, dyspareunia, gastrointestinal disorder, menorrhagia, nausea, neoplasm, pelvic pain, urinary tract disorder, vaginal discharge and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received- event injury to herself removed and new pelvic pain female, abdominal pain, dyspareunia (painful sexual intercourse), dysmenorrhea(cramping), menorrhagia (heavy menstrual bleeding), vaginal discharge, bladder problem, urinary tract problem, tumor, weight gain, gastrointestinal conditions and nausea were added. Patient demography added. Updated suspected drug indication. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure (batch no. 832164) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst. Previously administered products included for an unreported indication: iud. Concurrent conditions included morbid obesity, eczema, pelvic mass, ovarian mass, pelvic cyst and hemorrhage. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/lower abdominal pain"), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and migraine ("migraines/headaches"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced gastrointestinal disorder ("gastrointestinal conditions") and nausea ("nausea"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain/(loss specify which one)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problem"), urinary tract disorder ("urinary tract problem") and abdominal pain lower ("lower abdomen pain") and was found to have neoplasm ("tumor/ teratoma /cancer/ massive tumors had grown"), teratoma ("tumor/ teratoma /cancer") and neoplasm malignant ("tumor/ teratoma /cancer"). The patient was treated with surgery (on (B)(6) 2018 salpingectomy(unilateral) and oophorectomy (unilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, vaginal haemorrhage and abdominal pain lower had resolved and the neoplasm, weight increased, gastrointestinal disorder, nausea, cystitis, urinary tract infection, vaginal infection, migraine, teratoma and neoplasm malignant outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: date of communication: (B)(6) 2018. Current weight: 222 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: pelvic pain, menorrhagia, dysmenorrhea, vaginal bleeding, nausea. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Lot number added. New events: abnormal bleeding (general); abnormal bleeding (vaginal), infection (bladder/urinary tract/vaginal); migraines/headaches, teratoma /cancer were added. Outcome of the event vaginal bleeding and genital bleeding updated. New reporters added, plaintiff's information updated. Medical history and concomitant conditions were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.